Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation in the complaint record to show a causal relationship between the use of the liberty select cycler and cycler set and the peritonitis event. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this peritonitis event. The culture resulted in negative growth, which sometimes occurs in patients with clinical findings of peritonitis. As a result, the source of the infection could not be identified. The pd catheter is the source of infection in most pd-related peritonitis cases as it provides a portal of entry to the peritoneum. Most cases result from touch contamination of the catheter or the connections. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
This male peritoneal dialysis (pd) patient reported having pain and diarrhea prior to being diagnosed with peritonitis. The patient stated he was now recovered. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the emergency room (ER) on (B)(6) 2022 with complaints of abdominal and rectal pain. The patient was experiencing diarrhea prior to the ER visit. Date of onset of the diarrhea is unknown. The patient had cultures obtained at the ER. The patient was released and instructed to go to the pd clinic. The patient arrived at the pd clinic where another pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and ceftazidime (dose, frequency, and duration unknown). The cultures from both the hospital and the pd clinic resulted with no growth. The patient¿s white blood cell count (wbc) was 3,756 (unknown units). The patient was not administered any antibiotics prior to any cultures being obtained. The cause of the peritonitis was not confirmed. The pdrn reported that the patient contact sets up the pd treatments and is pristine with aseptic technique. A follow-up culture resulted negative, and the wbc count was 2. The patient¿s peritonitis was classified as resolved.